Manufacturer narrative:
Refer to manufacturer's report 9612164-2023-03911, 9612164-2023-03913, and 9612164-2023-03912 for details pertaining to the reportable related event. E: initial reporter/physician information was not reported. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that four of the concerto coil's did not deploy. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
H3: product analysis #705757817:equipment used: vis (m-78210), 203cm ruler (m-83361) document used: n/a as found condition (condition of returned device): 4 concerto coils, 2 unknown medtronic coils and a non-medtronic sl-10 micro catheter were returned for analysis within a shipping box; within an opened concerto implant coil outer carton and within a sealed biohazard pouch. Visual inspection/damage location details: (pli-10) the concerto coil was returned within the introducer sheath. The actuator interface, positive load indicator, coupler tube, and break indicator were found to be intact. This is indicative mechanical detachment attempts were not made. Upon further inspection no bends or kinks were found with the pushwire. This is indicative manual detachment attempts were not made. The coin was found still against the lumen stop. The shield coil was found intact with the implant coil still attached. The implant was found to be stretched and damaged. No other anomalies were observed. (Pli-20) the concerto coil was returned within the introducer sheath. The actuator interface, positive load indicator, coupler tube, and break indicator were found to be intact. This is indicative mechanical detachment attempts were not made. Upon further inspection no bends or kinks were found with the pushwire. This is indicative manual detachment attempts were not made. The coin was found still against the lumen stop. The shield coil was found intact with the implant coil still attached. The implant was found to be stretched and damaged. No other anomalies were observed. (Pli-30) the concerto coil was returned within the introducer sheath. The actuator interface, positive load indicator, and coupler tube were found to be intact. This is indicative mechanical detachment attempts were not made. The pushwire was found to be kinked at 8.6cm from proximal end. The coin was found still against the lumen stop. The shield coil was found intact with the implant coil still attached. The implant was found to be stretched and damaged. No other anomalies were observed. (Pli-40) the concerto coil was returned within the introducer sheath. The actuator interface, positive load indicator, and coupler tube were found to be intact. This is indicative mechanical detachment attempts were not made. The pushwire was found to be kinked at 7.9cm from proximal end. The coin was found still against the lumen stop. The shield coil was found intact with the implant coil still attached. The implant was found to be stretched and damaged. No other anomalies were observed. (Coil 5) no device malfunction was reported with the device. The unknown coil was returned without the introducer sheath. The actuator interface was found to be broken. This is ind icative mechanical detachment attempt was made. No bends or kinks were found with the pushwire. The coin was found pulled back from the lumen stop. The shield coil was found intact with the implant coil already detached. No other anomalies were observed. (Coil 6) no device malfunction was reported with the device. The unknown coil was returned without the introducer sheath. The actuator interface was found to be broken. This is indicative mechanical detachment attempt was made. No bends or kinks were found with the pushwire. The coin was found pulled back from the lumen stop. The shield coil was found intact with the implant coil already detached. No other anomalies were observed. No damages were found with the sl-10 micro catheter hub. The catheter body was found to be flattened at ~99.0cm for ~4.5cm from distal tip. The distal tip appeared to be in good condition. No other anomalies were found. Testing/analysis (including sem reports): the concerto coils (pli-10, pli-20, pli-30, pli-40) were then tested with an instant detacher. No difficulty was experienced inserting the pushwires into the instant detacher, and the load indicators were not visible when the pushwire were fully seated in the instant detacher cap. The implant coils were detached after first attempt. Conclusion: based on the analysis performed, the customers report of ¿non-detachment¿ was confirmed as the pusher was returned with the implant coil still attached. However, the implant coil was successfully detached mechanically during testing. The likely cause for the non-detachment are the bends found on the pusher, causing the release wire to become stuck. The implant coil was found damaged, and the pusher was found bent. Possible causes for coil and pusher damage are patient vessel tortuosity, device was not hydrated, continuous flush was not administered during procedure, advancing device against resistance or damaged during shipment. (Reyesr32 2023-09-06) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the coils could not deploy because of resistance in catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.